Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: while suturing the patient, the needle and strand were separated and the needle fell down into patient's body. The surgeon was trying to find it but couldn't and the patient was sent for radiology. Finally, they removed the needle from patient.